Manufacturer narrative:
Device evaluated by MFR: fg emerge otw, us 2.00mm x 8mm, catheter was returned to the complaint investigation site (cis). A visual and tactile inspection was performed and no issues identified with the hypotube shaft. No issues identified with the outer or mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the markerbands identified that the distal markerband was compressed. Bumper tip detached and not returned. No other device issues were identified during returned product analysis. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
Reportable based on device analysis completed on (B)(6)2025. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 8mm emerge? Balloon catheter was advanced for dilation, but the balloon could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure. However, returned device analysis revealed tip detachment.